Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck motor and it was not moving. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the insulin pump gave them rewind completed but motor was not moving and was not able to insert reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.